Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia with low glucose and urgent low soon alerts, with recorded glucose values in the 50¿60 mg/dl range and lows lasting a couple of hours, and the user treated with oral glucose tablets. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no need for professional medical intervention and no hospitalization. Investigation included review of device engineering logs and user-reported data, along with troubleshooting and education. Investigation of this case revealed urgent low and low glucose events consistent with reported symptoms, though a specific device malfunction was not identified. It was concluded that the cause of the hypoglycemia was unclear and that the device function was not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.